Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to pull medications, and all stations on-site were affected for approximately 45 minutes. Users were able to log in; however, no medications or patient orders were displayed. The issue was also observed on other stations, with the same behavior. No specific sample could be provided as all orders were impacted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that all stations and servers were communicating normally, with no connectivity issues identified. Data synchronization and message processing were functioning as expected, and no delays were observed at the system or station level during validation. The tss identified a temporary delay in message processing within the system service, which may have caused the issue. The service was restarted, allowing the message queue to clear successfully and restoring normal operation. The tss confirmed that the system was processing messages in real time, and no further issues have been observed. The system functioned as intended when the technical support specialist assessed the device.